Manufacturer narrative:
The customer contacted a siemens customer care center and reported that measuring error flags were triggered on a wide variety of tests, such as glucose and carbon dioxide, on a dimension vista 500 instrument. Siemens remotely accessed the instrument and ran a check 1 on the instrument, ran auto alignment on the photometer, and rebooted the can board. Subsequently, a siemens customer service engineer was dispatched to the customer's site. During this visit, the cse tried to manually align the photometer and it failed to find voltage. Therefore, the cse rebooted the instrument and upon reboot, the cse observed that the photometer emitted smoke. The cse replaced the photometer, performed alignment, ran quick check, verified photometer lamp intensity, and installed a second photometer. The malfunctioned photometer contributed to the smoke. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
A siemens customer service engineer (cse) observed that smoke was emitted from a photometer of a dimension vista 500 instrument while dispatched at the customer's site to troubleshoot measuring errors on the instrument. There are no known reports of adverse health consequences, injury, or flames due to the event.